Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to chest pain and syncope. An interrogation noted there was intermittent ventricular undersensing on electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the syncope was not related to the function of the lead and the lead was functioning as expected. No patient complications have been reported as a result of this event.